Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. Reference mvi: (B)(4).

Event description:
It was reported from (B)(6) that during treatment using an lvis device, upon placement, the stent was pulled into the sheath. When it was advanced again, it was observed that the distal tip was not visible under fluoroscopy. The distal end appeared broken. No intervention was reported. No harm or injury was incurred.